Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that leakage from the stopcock was not noticed during insertion or surgery due to the drape covering. It was noticed after the operation by the intensive care unit nurse when the swan was used. He replaced it with another stopcock with success. There is no reported pt injury or complication. The outcome of the pt is unk at this time. Add'l info received on (B)(6) 2011 by the sales rep stated that he was in contact with the hospital, but they were unable to tell him what size catheter was inserted via this sheath. However, they were able to tell him that the pt was fine and had no adverse complications or injury from this event.